Event description:
It was reported that a er320 was used during a cholecystectomy. It was reported by the affiliate that when the surgeon fired the instrument, the jaw broke. No information available if the jaw fell into the patient. Only know that there was no adverse patient outcome.